Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacturer¿s representative reported they were charging their implantable neurostimulator (ins) too often. The patient mentioned that they did not see the ¿full ins icon with droplets¿ which showed when the ins was fully charged. They saw the ins three out of four charged blinking to 100% after charging for 3 hours. No falls or trauma were reported that could be related to the issue. Recharging statistics obtained from the clinician programmer showed the following: on (B)(4) 2017 charged for: 2.7 hrs to 100%; on (B)(4) 2017 charged for 2.5 hours to 100%; on (B)(4) 2017 charged for 3.2 hours to 100%; on (B)(4) 2017 charged for 2.7 hours to 50%; on (B)(4), 2016 charged for 0.9 hour to 50%; and on (B)(4) 2017 charged for 3.3 hours to 100%. The patient had 8 coupling bars, did not use the recharger belt but tucked the antenna into their pants to charge. The ins currently showed three out of four charged. Per the recharging statistics, the patient was getting past 4.0 volts charge level but was not getting quite high enough to see the ¿full ins icon with droplets¿. It was reviewed that it took the ins battery a short while for the final charge level to settle in after the charging session was done. Analysis of the recharging statistics showed the patient was getting a good level of charge and should not overly be concerned if they did not see the full ins icon they expected. It was noted that the patient would likely see the full ins icon if they were to charge a bit longer. It was reviewed with the manufacturer¿s representative that the ins was taking a charge just fine which was going to be reviewed with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for spinal pain. The caller reported battery complaining battery not charging as quickly despite having 8 boxes throughout charge. Said that it's taking over 3 hours to get a quarter. Also complaining thermometer coming on ever hour and he has to stop charging for ten minutes then resume when it cools down. Plan to meeting office to troubleshoot. Patient calling to make appointment. Date unknown currently. No interventions taken at the time of this report. Issue was not resolved at the time of this report.